Manufacturer narrative:
Additional information received stating that patient had dysphotopsia experiencing haloes and rings. The multifocal zkb00u0195 lens was removed, and lens model z900200215 was implanted. Reportedly, there were no issues with the explanted lens. There was no patient injury. Patient: dysphotopsia, halos and rings. Device evaluation: the intraocular lens was returned to the manufacturer for evaluation and the visual inspection showed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The complaint cannot be confirmed. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on visual effects due to halos and glare. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's right eye during post examination. There was no issue with the lens; reportedly, it was due to the patient's eye. No additional information was provided.